Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported that during a routine device interrogation, an atrial lead warning was noted for high impedence. Further investigation into the episode found it coincided with a time when the patient was using an gas powered lawn tool which may have caused electromagnetic interference. It appeared to be noise seen on the lead also. The lead appears to be working normally outside that time. It was further reported that the lead warning was triggered due to low impedance. Device was interrogated, and impedance is now within normal range. Oversensing was also noted. The lead remains in use. No patient complications have been reported as a result of this event.

Event description:
It was reported that during a routine device interrogation, an atrial lead warning was noted for high impedence. Further investigation into the episode found it coincided with a time when the patient was using a gas powered lawn tool which may have caused electromagnetic interference. It appeared to be noise seen on the lead also. The lead appears to be working normally outside that time. The lead is still in use. No patient complications were reported as a result of this event.